Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that the thread broke and the needle was blunt. There was no patient harm. Further details about a procedure and patient were not provided. This report addresses the suture that broke. Associated medwatches: 3003639970-2018-00802 (this report); 3003639970-2018-00803.

Manufacturer narrative:
Samples received: 1 + 173 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We received 1 closed sample to analyze this case. Tightness test to the sample received has been performed and the unit is tight. We have tested the knot pull tensile strength of the sample received and the result fulfils the requirements of the european pharmacopoeia (ep): xi= 2.37 kgf (ep requirements: 1.81 kgf in average and 0.91 kgf in minimum). Remarks: when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. On the other hand, the needle of the sample received has also tested for needle puncture strength and the results are into the current range for these needles. The average penetration result is 0.263 n, fulfilling product specifications of 0.280 n in maximum. Needle average penetration result before releasing the needles was 0.239n, also fulfilling requirements. Additionally, we have received 173 closed samples of this code-batch to perform the sterility test. We have performed the sterility test in the thread of the samples received and the samples incubated for 14 days remained without microbial growth. Therefore, the samples comply with the sterility test. Sterilization method using (B)(4) has been validated for this product. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Sterilization process was also normal and the results of the sterilization control are correct. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.